Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege patient suffered significant pain, stiffness, soreness and discomfort, clicking or clunking of right hip; difficulty sleeping, sitting, walking, and performing routine activities; inability to lead a normal life; elevated metal ions levels, measuring 5.8 mcg/l of cobalt and 2.4 mcg/l of chromium pre-revision; revision surgery revealing pseudotumor/fluid collection, metallosis, and alval; acute blood loss; emotional distress, anxiety, and mental anguish, medical and other related expenses; loss of earnings and impaired earning capacity.

Manufacturer narrative:
Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.